Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs of a device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, and a pmv review of complaint trends. The seal for the converter was disengaged and not received. The dilator was inserted into the trocar assembly with no binding or difficulty. The envelope seal of the instrument passed an air leak test. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged seal. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. The material from the supplier was found to be defective . A manufacturing enhancement has been generated. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the seal of the trocar fell in the patient's stomach and was found by chance. A reducer part of the kit was used to complete the procedure.

Manufacturer narrative:
(B)(4).